Event description:
It was reported that a pt underwent tibial surgery using rhbmp-2/acs. At 2.8 years post-op, the pt's non-union persisted, and she underwent a below-the-knee amputation. Nine years after the initial surgery, the pt has a prosthesis and is active with no restrictions.

Manufacturer narrative:
(B) (4). Literature article citation: richards et al. The use of rhmbp-2 for the treatment of congenital pseudarthrosis of the tibia: a case series. J bone joint surg am. 2010;92:177-185. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.